Manufacturer narrative:
This report is submitted on july 25, 2019, by cochlear ltd.

Event description:
It was reported that recipient experienced abutment infection (date not reported). The recipient was treated with oral and topical antibiotics. The implanted device remains.